Event description:
A female pt reported using renu with moistureloc multi-purpose solution and suffered two corneal ulcers that have left permanent scars on her cornea.

Manufacturer narrative:
Bausch & lomb is unable to complete an investigation of this specific complaint since no product was returned and no lot number was provided. Bausch & lomb initiated an investigation that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be incresing the relative risk of fungal keratitis in unusual circumstances. Co is continuing to investigat this link but in the meantime, co is taking the most responsible action in the interest of co's customers by discontinuing the moistureloc formula recalling all distributed product.